Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient reported that they observed the fluid leaking from the supply bag line. The cause of the leak was unknown. The technical support representative advised the patient to reset up the cycler, using all new supplies and notify the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the event. The patient has resumed treatment on the replacement cycler, no treatments were reported as missed. The patient discarded the cassette.

Manufacturer narrative:
The complaint sample is not available and lot number of product involved is unknown. Therefore, a search on the complaint management system was performed of the lots delivered to the patient, with a time frame of three months before of the event date resulting 4 lots. A search in the system of three months was performed from 02/14/2018 to 05/14/2018, to see the potential product lots delivered to the patient. The entire lots have been sold and distributed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Event description:
...